Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient was getting good stimulation in their lower extremities and wanted to know if they could get it for their lower back as well. The rep tested impedances and found that all impedances were out of range. The patient was unable to feel stimulation with the 0-7 lead but could feel stimulation on the left side with the 8-15 lead. The patient has one program that works well for them which uses both leads. The patient was not interested in a revision. The original program that worked for the patient was left alone and a second program was added in attempt to cover the lower back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the left and right leads being switched was not a programming issue. The leads appear to be reversed in the x-ray image, so left lead is not 0-7, left lead is 8-15 and right lead is 0-7. The rep stated there is no cause for this, the left lead was placed in 8-15 at the time of the implant. The rep made notes to clearly indicate which lead is left and right. This issue has been resolved. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the rep was not able to successfully as programming to covers the patient's lower back. The patient was reprogrammed yesterday ((B)(6) 2018). It was determined that the left and the right lead were switched. No further information was reported.